Event description:
During procedure fiber while in locked position, moved back inside the sheath. This caused the sheath to have a piece burned off from remainder of sheath and left inside patient. Segment 27cm inside patient. Patient was taken to or for sheath removal through cut down.

Manufacturer narrative:
Lot history record review: the lot number was not reported. A ship history of the reported catalog number showed the following lot numbers were shipped to the complainant in the last 3 months: 005693, 005692 and 005641. A review of the lot history has been requested from the packaging vendor and from the fiber vendor. Review of returned sample: the complaint sample is not available for evaluation. Conclusion: the complaint investigation is currently on going at this time. A follow up report will be submitted once the investigation has been completed. This type of complaint will continue to be monitored for trends. No further action required at this time. Frequency has increased, but the severity of this event is not greater than usual.